Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient had an initial procedure on (B)(6) 2014 with a infrarenal aortic extension, bifurcated and a limb aortic extension. Reportedly, the patient had a computed tomography done 19 months after the initial implant and it was discovered that there was a tear of strata in the bifurcated graft. A secondary is scheduled for (B)(6) 2016 and the patient is doing well.